Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3998, lot# v006732, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient wanted an MRI. It was reported that the patient hasn't charged their device or felt stimulation since (B)(6) 2017. The patient stated that they were in pain and "it is bad, but they can live without it." The pain has been present since implant. The patient stated that "last year they had to rejigger the wires, and the wires are in there, but aren't connected to anything. The patient stated that they had to put new wires in to get it working again. The patient stated that the pain comes and goes, and it will send them into a spasm. On (B)(6) 2017 crts (B)(4) (con) additional information was received from a consumer. It was reported that the patient found their programmer. The patient is in overdischarge and needs to get into MRI mode. The device will need to be taken out of overdischarge before MRI mode can happen. No further complications were reported or anticipated.